Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a deltec® gripper plus® safety needle came back too far during needle retraction and the needle was exposed. This was considered a near miss for a potential needlestick to the staff member involved. No patient injury was reported.see MFR: 3012307300-2016-00062.